Manufacturer narrative:
The lot was manufactured from august 29, 2015 to august 31, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor bladder burst. This occurred during infusion. The device was filled with 5500mg fluorouracil in 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.